Event description:
During the first treatment of a pt two of two fields were treated. The therapist then went to take a port film on the second field. When they did this, the accelerator attempted to deliver 128mu (daily field mu) to the port film. The therapist then hit beam off after 16mu had been delivered. After further investigating sequence of event for the treatment of this pt are as follows: created the pt at the simulator station on 10/21/96. Crated field number one and then created field number two using "control c" from field number one. The customer added all dosimetric data at the time of field creation. On 10/22/96, they entered the pt record from vrm. The customer added the reference for the tray code for each field using "special" then "modify." They went to the field select screen and selected field one for treatment. They completed field one and then selected and treated field two. Device then exited the record and the customer printed the pt's chart. The customer went back into the record to port field two. (Either via desktop utilities or requeuing the pt in from vrm). The customer performed a "control p" and entered 3 mu and field number 2. When device sent the values over to the accelerator, it sent over the treatment mu. The customer didn't notice that this had happened until 16mu had been delivered. They then hit beam off. The customer tried to port field number two again but the device sent over the full reference mu again (they didn't beam on). The customer tried to port field number one but they received the message, "field has not been given." The customer stated that the pt log list indicated available treatment fields was next to fields one and two. The customer added that the preset time was not captured for this field as it normally would be.